Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion. Subsequently, this pacemaker is being used as an external temporary pacing device until a new system is implanted. There were no additional adverse patient effects reported. The product remains in service.